Event description:
User experienced discrepant hcg results for one pt. Initial result >10000 miu/ml accompanied by a data flag instructing the user to dilute and rerun the sample. Same sample diluted and repeated nine times gave <50.00 uiu/ml, 96.62 miu/ul, 29996 miu/ml, 27718 miu/ml, 28664 miu/ml, 28136 miu/ml, 28126 miu/ml, 28876 miu/ml and 28931 miu/ml. User stated results were not reported until they were sure results were correct. Pt was not affected. User spoke with dr before anything was done. The field service rep determined a misaligned s/r probe to be the cause, and he aligned the probe. Performance tests performed which were within spec.